Event description:
A consumer reporter receiving imprecise sequential readings on precision qid blood glucose monitor. The values, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clincally significant.